Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, a piece of the spike threading remained inside the connector threading. Traces of the solvent used to bond the spike to the connector were observed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure the proper assembly of the device. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our manufacturing process. It is likely the breakage occurred due to the engagement or disengagement of the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about infusion adapter found to be broken before use. It was reported that after preparing etoposide in the pharmacy, the assistant placed it on the transport cart and desk, but when it leaked, they investigated and found it had broken. They were about to move it to transport with the usual operation.